Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no graph on the screen and the customer experienced a low blood glucose (bg) level of low on cgm. Low bg cause was not known. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.